Event description:
It was reported that the patient's right ventricular lead exhibited noise leading to over-sensing. The patient experienced discomfort as a result of extra-cardiac stimulation. The lead was capped and replaced on (B)(6) 2024. The patient condition was stable throughout procedure.